Event description:
Balloon detached from scope, replaced with second balloon - after use, balloon not present on scope. (Ebus) missing balloon resulted in pt having 2 additional bronchoscopies and extended anesthetic time. Diagnosis or reason for use: lung cancer.